Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported purchased a box of 324910 and found several bags = 4-5 bags that were the 324909. (B)(6). Lot # 3002544. Catalog# 324910. Date of event 12/05/2023. Sample status discard. (B)(4).

Manufacturer narrative:
H3 other text : device not available.